Event description:
A caregiver reported the adc freestyle libre 2 sensor did not attaché to an 8-year-old customer when applied. On 22-sep-2021, as a result, the customer had a loss of conscience and was provided "carbs only" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Section d4 (serial number) has been updated from 3mh007edjwhy to unk as the serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre 2 sensor did not attache to an (B)(6)-year-old customer when applied. On (B)(6) 2021, as a result, the customer had a loss of conscience and was provided "carbs only" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.